Event description:
It was reported that the a fluoroscopy revealed that the right ventricular lead insulation exhibited narrowing near the clavicle. The lead impedance was low. The patient works in a warehouse doing heavy lifting and stocking. The lead was successfully repositioned. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.